Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation) . H3 (device evaluated by manufacturer) . H4 (device manufacture date). H6 (identification of evaluation codes 10, 3331, 213, 67). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 3331 - analysis of production records. Investigation findings: 213 - no device problem found. Investigation conclusions: 67 - no problem detected. The actual sample was visually inspected upon receipt with no anomalies such as break in the appearance. After having been rinse and dried, the actual sample was built into a circuit with tube, and the bovine blood was circulated in the circuit, while the pressure drop was determined. The obtained values were confirmed to meet the factory's standard. No blockage was confirmed. The blood channel was flushed with water with no formation of blood clot. The actual sample after having been rinsed was confirmed to have no anomalies that could lead to a formation of blood clots. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on (B)(6) 2021.   Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that after cardiopulmonary bypass, the oxygenator had clots in it. No patient involvement.